Manufacturer narrative:
Concomitant product: product ID 309328, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The healthcare provider (hcp), via the manufacturer representative, reported the patient had pain post-implant. It was unknown why the patient was experiencing pain and they had been experiencing back pain prior to implant, which made troubleshooting challenging. It was stated they have had back ¿problems for a ¿number of years,¿ for which they have had extensive input from ¿msk¿ and ¿physio.¿ the patient had a CT scan of the lumbar/sacral spine in (B)(6) 2012, which was normal. In (B)(6) 2013, the patient had back pain that continued when the implant was switched off. They saw a chiropractor every six weeks. However, they ¿recently¿ had two episodes of completely unprovoked, muscular pain in the hollow of their back; central and slightly more to the left side. There wasn¿t any radiation and there was possibly some tingling in the left foot, but nothing to suggest cauda equina. The episodes literally ¿put the patient to bed¿ and required ¿naproxen, diazempam, etc.¿ diclofenac was also noted. The hcp examined the patient and apart from some tenderness to the left paravertebral musculature over the mid/lower lumbar area, there was nothing to find. Straight leg raise, power, and reflexes were all ¿absolutely fine.¿ the pain seemed to be located a few centimeters from where the implantable neuro stimulator (ins) was implanted. The hcp wondered if the actual presence of the ins had anything to do with the symptoms. They did not think it was the fact that it worked or not or the frequency or intensity in which it worked, but just the presence of it. It was unknown if the pain had improved with the medication or switching the ins off. It was stated the surgeon may have no option, but to explant the components. The patient was concerned about explanting the ins, their bowel function deteriorating, and having to re-implant. A surgical intervention had not occurred/been scheduled, but it was planned. No further information was reported. A follow up report will be sent if additional information is received. Refer to manufacturer report #9614453-2015-02168. The patient experienced pain around the same time a lead migrated/twisted. The referenced report captures that event. It was unclear if the pain at that time was due to that issue or related to the ongoing pain issue captured in this report.